Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer. Customer will continue to use current pump for insulin therapy.